Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was over 500 mg/dl at the time of the incident. It was reported that the insulin pump failed and was ended in the intensive care unit. It was reported that the customer was on syringes because the pump was not working. The customer was hospitalized from (B)(6) 2018 with severe diabetic ketoacidosis. The customer mother stated that the pump failed on (B)(6) 2018 while in the middle of the ocean on a cruise. The insulin pump will not be returned for analysis.